Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked battery tube, detached reservoir retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that there was crack on the insulin pump. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.